Event description:
The complaint was reported by a customer from the UK. Delivery issue.

Event description:
The complainr was reported by a customer from the UK. Delivery issue.

Event description:
The complainr was reported by a customer from the UK.delivery issue.